Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved cannot confirm the report. All components were included in the return. The catheters appeared unused. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. When tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed as intended. When sprayed with the catheters attached to the nozzle, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. If the device was deactivated after activation, the co2 would be released and after reactivation the device would not spray. The instructions for use state: "upon completion of procedure, depressurize device by rotating activation knob counterclockwise until co2 cartridge depressurizes completely". A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used two (2) cook hemospray endoscopic hemostats. They went to use the first device and they got a little bit of spray out and then it would not spray anymore. The cook sales representative later tested [the hemospray] and it would not spray anything (see MDR 1037905-2019-00327). They went to use the handle of the second device with the catheters from the first device and it would not spray (subject of this report). The following information was received on 29-may-2019: during use of the first device, the first catheter became clogged. They attempted to use the second catheter of the first device and it would not work (see MDR 1037905-2019-00). They then tried to use the second device. Someone initially activated the co2. A second person went to activate the co2, not knowing that it had already been activated. This second person unknowingly de-activated the co2. They then tried to use the device and it would not spray. The user was not aware at the time that the reason it would not spray was because they had de-activated the co2 (subject of this report). An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.